Manufacturer narrative:
H4: the lot was manufactured between july 04, 2019 to july 05, 2019. H10: the device was received for evaluation. A visual inspection was performed and observed the bottom weld was defective. A functional leak testing was performed which revealed leakage from the unsealed bottom welds of the sample and leaking outside the bag on the right side. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the corner weld. The leak was discovered before product use. There was no patient involvement. No additional information is available.